Event description:
Additional information received reported that charging was taking longer than expected. The reporter stated that the patient had been charging for 3.5 hours and the device was still not fully charged. It was reported that the charging process was "getting slower and slower." The reporter stated that there were all eight bars of coupling and the device was off while recharging. It was further reported that the impedances "showed there was a short" and there were impedance measurements greater than 40,000 in several electrodes. The reporter stated that the patient was considering having a lead revision. Additional information has been requested but was not available as of the date of this report.

Event description:
It was reported, there were low and high out of range impedance values. The patient had a fall one week prior. Patient landed on their right side and their stimulator is in the left buttocks. When amplitude was increased out of range (oor) appeared. The patient was reprogrammed to use different electrodes. The patient was receiving 90% therapy on reprogrammed electrodes. Patient is also having trouble recharging for the previous two months. It was later reported, the patient was able to get stimulation in his foot on two programs. The patient will visit with the doctor to discuss a revision. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3778-45 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).